Event description:
Dizziness, sweating, nausea, vomitting. Info was received in 2003 from the FDA regarding a pharmacist report on an unidentified pt who received a synvisc injection in 2003 (indication and joint unspecified). At the time of the injection, the pt began feeling dizzy and sweating and then experienced nausea and vomiting. The pt experienced the same reaction and symptoms during the administration of the second injection (date not provided). The pt was hospitalized for fluid replacement and monitoring (dates not provided). At the time of this report, the pt's outcome is unk. Qa investigation results: qa performed a review of the production and quality control documentation for lot #p0305. All documentation are complete and in order. The product met specifications at release. No associated non-conformance was noted.